Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2158-50 serial #: (B)(4) description: linear lead with enhanced stylet, 50cm additional suspect medical device component involved in the event: model#: sc-4316 lot #: 19619182 description: next generation anchor kit-sterile.

Event description:
A report was received that following a permanent implant procedure the patient was experiencing excruciating pain and could not move the left leg. Numbness on legs was noted. The patient underwent an explant procedure. The physician believed that it was device related.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a permanent implant procedure the patient was experiencing excruciating pain and could not move the left leg. Numbness on legs was noted. The patient underwent an explant procedure. The physician believed that it was device related.